Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2 ,h6 (type of investigation, investigation finding, conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the entire cable rewind system with a new one with ref 0012-00-1688-02 and verified its correct operation for clinical use. There was no patient involvement and no harm reported. The unit passed all safety and functional tests and was returned to standard use.

Event description:
It was reported by the customer that prior to use, the cardiosave intra-aortic balloon pump (iabp) had broken schucko plug. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: h6 (component codes).

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) had broken schucko plug. There was no patient involvement reported.